Event description:
A malfunction alarm identified as code malf 9 was reported, and it was confirmed that this malfunction code was resettable. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the customer successfully carried out the reset. The malfunction did not recur after the reset, and the customer was instructed to continue using the pump and to call back if the issue reoccurs.